Event description:
Care tech was attempting to activate the hot pack and the hot pack burst. White powder got all over the tech. Staff member said that this product burns when it hits the skin. She does not have any injury as the powder was immediately washed off. With this report comes a report from staff on this unit that this has happened once before with this product. There have been consistent complaints that this product is difficult to squeeze to activate.